Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j thorac cardiovasc surg 2024;-:1-8. Https://doi.org/10.1016/j.jtcvs.2024.07.060.

Event description:
Title: a decade of robotic beating-heart totally endoscopic coronary bypass (tecab) at a single institution: outcomes with 10-year follow-up. The aim of this retrospective study was to describe the authors' single-institution series of 874 patients undergoing robotic beating-heart tecab over one decade with maximum 10-year follow-up (mean 4 years) between july 2013 and april 2024. The mean age was 66 ± 10 years, and 23% of patients were female. Early on, the majority of distal anastomoses were performed using the c-port flex-a distal anastomotic device (cardica/dextera surgical) (n=42%). A robotic-sutured anastomosis, using 7-0 pronova (ethicon), has been used for all anastomoses since 2018 after this device was taken off the market (n=56%). Reported complications include myocardial infarction (n=?), bleeding from left anterior descending artery (n=1) requiring re-exploration, sepsis (n=?), and pericarditis (n=?). In conclusion, in this series of 874 patients with up to 10-year follow-up, we show that robotic tecab can be performed with excellent early and midterm results using an iterative approach, despite significant challenges. Further industry support and wider surgeon adoption are necessary to ensure sustainability of this procedure.